Event description:
Pt complained of discomfort. X-rays revealed ceramic femoral head had broken requiring revision surgery.

Manufacturer narrative:
H3: evaluation summary: probable cause cannot be determined. Metal thimble was not returned for evaluation. Unable to evaluate ceramic head dimensionally due to fracture. The device has fractured and the metal thimble was not returned. We are unable to dimension fractured ceramic head due to damage. The mfg records are in order.